Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that during the implant procedure for a light adjustable lens (lal, sn (B)(6), 16.0d), a posterior capsular bag tear occurred. The lens was placed in the sulcus.